Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).

Manufacturer narrative:
Investigation: one set of blood bags was received for investigation. Aggregation was observed in the donation bag. The leukoreduction filter was tested for flow rate and air leaks. A slightly slow flow rate at 25ml/min was observed and it was confirmed that there were no air leaks. The leukoreduction filter line was observed and no anomalies were found. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specifications. There have been no other similar complaints against this production lot number. Root cause: the root cause for the leukoreduction failure is undetermined. The returned sample had blood aggregates in the donation bag. Examination of the second filter showed a possibility of the occurrence of occlusion the second filter membrane. In addition, it is inferred that occlusions occurred in part of the third and its following filter membranes. As a result, the blood was forced through the occluded filter and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. In this case, the extension of filtration time is also likely to occur.

Manufacturer narrative:
(B)(4). Investigation is in process. A follow-up report will be provided.